Event description:
Clip was found not closing during using on the patient.

Manufacturer narrative:
Qn#(B)(4).the device history review could not be conducted since the lot number provided is not a valid number.